Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No sticky button anomaly or button error alarm noted during testing. All operating currents are within the specification, no unexpected low battery, failed battery test, off no power alarm, or battery icon anomaly noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer removed the battery, inserted the battery and was still unable to clear the alarm. The customer's blood glucose was 158 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.